Event description:
It was reported that during a supply change the patient experienced low blood glucose, with a reading of 75 mg/dl, and the supply change was completed after confirming the pump was disconnected. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction reported and successful completion of the supply change after reconnection. No symptoms associated with hypoglycemia reported. Outcomes included the need for immediate oral carbohydrate treatment and resolution to a glucose of 80 mg/dl by the end of the call, with no medical intervention. It was concluded that the hypoglycemic event had an unclear cause and was mitigated with oral glucose without additional medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.